Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) aichi prefectural welfare federation of agricultural cooperatives konan welfare hospital- noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed; water tightness was lost due to a pinhole on the bending section cover. In addition to the peeled objective lens adhesive, additional evaluation findings are as follows: the adhesive on the bending section cover had a chip; the video connector was damaged; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the indication on the light guide connector was not correct; and the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope. [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.